Event description:
A surgeon reported that a patient who received op-1 implant and calstrux experienced hard red bumps, skin breakdown at the site and product migration. The surgeon suspects the events were related to the granular nature of calstrux. The events were deemed nonserious.